Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during general surgery procedure, the jaws would not open when they started to use the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The device was received in good condition the device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the blade returned after the handle was depressed and the jaws opened and closed during all tests. The knife blade was buckled but not enough to affect opening and closing.